Event description:
The customer reported that the alarm tone is intermittent while it was in use on a patient. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Product has been requested to be returned, but has not been received. (B) (4).